Event description:
The hcp reported the pt was asymptomatic under clinical observation, though the pt's "mother believes there has been a slight increase spasticity." The pt was receiving lioresal 500mcg/ml at a daily dose of 55mcg. At refill, a volume discrepancy was noted. The estimated reservoir volume was 3.5cc and the actual was 8.5cc. The hcp programmed the pump to deliver a single bolus of 7.5mcg and was going to see how the pt responded. A follow up report will be sent if add'l info is received.